Event description:
In 2005. The moh reported that a communication concerning some anomalies in the miroclavc monitors from facility has been received. According to this communication, the nurse department informed about the presence of blood contamination between the hydrophobic filter and the connection port of the miroclavc bloodline third pressure sensor. This finding has been detected since new lines, different from the ones used, have started being used. These lines have been delivered by baxter." No patient injury or medical intervention was reported in association with this event.